Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/02/2015. The fse confirmed a small amount of fluid on the sample caps, caused by a leak from the probe wash collar due to a bent sample probe. The sample probe was replaced, resolving the leak. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 0.2ml from the probe rinse block on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and specimen tube caps also appeared to be wet. No error messages were observed by the customer at the time of the event. The instrument was considered inoperable until service could evaluate the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.